Event description:
It was reported that a broken exeter stem had to be revised. He reported that the pt was walking and suddenly felt a snap in the left hip and groin and fell to the ground.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.